Event description:
Pt's spouse reporting that three days ago they switched to pump sn (B)(4) and for the whole three days the pt did not feel well. Pt believes the pump was not infusing correctly. When pt switched to his other pump, the pt began to feel better. Advised we would send another pump. Confirmed current pump rate of 0.028 ml/hr. Reviewed with spouse that batteries need to be kept in pump when not in use. No other info provided. The error occurred while in use. It did not cause any harm to the pt. We are currently working on sending out another. Dose or amount: 50.25ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.